Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the device appeared to be in the beginning stages of eroding through the skin. When the physician began the procedure and assessed the pocket, the physician observed an infected pocket. The physician chose to explant the device and send it for cultures. Chronic leads were not explanted and left inside at that time. Patient was stable. Additional information was not reported.